Event description:
On (B)(6) 2013, the reporter contacted animas alleging a dim display. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.